Event description:
Gyn surgeon performing davinci total laparoscopic hysterectomy. Long tip forceps wire broke during surgery. No injury to patient. Instrument removed and replaced with new one. The instrument was sent to intuitive for evaluation.